Event description:
It was reported that (1) tsg45 and (1) tr45g were used during an gastric procedure. It was reported by the affiliate that the instrument stayed in the closed position after the insertion of the third reload. Another instrument was used to complete the case. No adverse pt outcome.